Manufacturer narrative:
An evaluation of the returned device has been conducted. The device was received fully deployed, and there were no bends or kinks observed in the exposed portion of the soft cannula. The complaint investigation did not reveal a product failure; therefore, no further actions are planned at this time.

Event description:
It was reported that the patient's blood glucose level was greater than 250 mg/dl between 4 and 24 hours of wearing a new pod. Upon removal of the pod, the patient reported that the cannula was bent and did not enter the skin. The patient sought medical attention at the ER for hyperglycemia, and numbness in the feet which lead to an unsteady gait. As treatment, the patient was given intravenous fluids, intravenous insulin, and insulin injections.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of cannula bent/kinked. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.0.2, operating system: 18.5, hardware: iphone14.7, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.